Event description:
The customer reported that the fluoro images turned white during a case. A reboot of the system corrected the error.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.